Manufacturer narrative:
(B)(6) 2019. (B)(6) 2019. The service technician confirmed the touch screen was calibrated and thereafter the phenomenon was resolved. However, the device was replaced with the same model and repair was requested as a precaution. The service technician reported phenomenon in the touch screen was checked by several repair staff members, but it was not observed. Periodic maintenance (pm) 1 was performed. The device had no malfunction, but a pm kit1 has been replaced to prevent failure in accordance with the maintenance procedure. The following describes performed tests: a loss of power test, a run in test, an oxygen (o2) test, flow line cleaning, ground terminal cleaning, each mode test, each alarm test, and each part check. The software has been ensured as version 2.30. Overall checking and the run in test have determined the device will work properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13nov2019.

Event description:
The customer reported the unit was in need of touch screen calibration while the device was being checked before use. The service technician confirmed the touch screen was calibrated and thereafter the phenomenon was resolved. However, the device was replaced with the same model and repair was requested as a precaution. The device was not in clinical use at the time the issue was discovered, therefore, there was no patient or user harm reported.